Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous right superficial femoral artery (sfa). When attempting to cross the lesion with the small peripheral cutting balloon 4.00mm/1.5cm/140cm, the shaft fractured into two parts on the shaft outside the patient. The shaft that was inserted in the body was removed by hand. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a shaft fracture occurred. The 90% stenosed lesion was located in the moderately tortuous right superficial femoral artery (sfa). When attempting to cross the lesion with the small peripheral cutting balloon 4.00mm/1.5cm/140cm, the shaft fractured into two parts on the shaft outside the patient. The shaft that was inserted in the body was removed by hand. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: examination of the returned device revealed the distal section of the catheter was returned. Visual examination identified a hypotube break 128.5cm from the catheter tip. The hypotube was kinked 3cm from the break site. A microscopic examination observed no damage to the balloon or blades. All blades were present and fully bonded to the balloon. The tip of the device was microscopically examined and no issues were noted with its profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older.(B)(4).